Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery there was first a smell of heat and electricity, then the machine died. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 (control board) the reported event of "during a shoulder surgery there was first a smell of heat and electricity, then the machine died" was confirmed. This evaluation determined that the reported event occurred due to a resistor r51 failure on the control board resulting from an overcurrent condition caused by issues investigated and resolved in CAPA-00063.